Event description:
A review of servicing data detected a reportable event. During servicing, monitor sn (B)(4) was found to have a damaged front response button. The last pt to use this monitor did not report any deficiences.

Manufacturer narrative:
Eval summary: evaluation monitor (B)(4) has been completed. The monitor was found to have damaged front response button. The root cause of the response button was replaced, the unit was fully functional. The last pt to use this monitor did not report any deficiencies. No adverse event resulted from damaged response button.